Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 400-540 (mg/dl). Reportedly, to address the elevated bg levels, the customer delivered correction boluses and inadvertently used all of the insulin in the cartridge. Therefore, the customer was off the pump for approximately 45 minutes due to running out of insulin. It was confirmed that the customer was working with health care provider (hcp) on adjusting the pump settings to address the issue. Additionally, the customer delivered correction boluses and used manual injections to address bg level. The contact declined to perform troubleshooting with tandem technical support for the elevated bg level.